Event description:
Pt underwent a laparoscopic ventral hernia repair. He developed a fever up to 40.5 degrees celsius with ileus and mental status change the night of pod 3. After ruling out common cause of post-op fever, the pt was taken to the operating room (B)(6) for diagnostic laparoscopy with concern for bowel injury. Mesh was in good place with no signs of injury, ischemia or infection. The pt went to ICU where he persisted with fever of 40.5 degrees celsius, tachycardia, and confusion. His wbc dropped to below 2,000. His picture was septic but he had no hypotension. Antibiotics started as broad spectrum. He did not clinically improve and persisted with fever never once breaking his fever (40.5 degrees celsius). On pod 5 he was taken back to the operating room for open explantation of the mesh. Within 12 hours he defervesced and got better. He went home pod 14.